Event description:
The staff noted that after being turned off for a couple of minutes, the m series monitor will not turn on. When the battery was removed and replaced, the device will turn on, but the device will have retained the setting from the previous patient. Multiple batteries were switched out with the same result. No error codes were observed/reported. The device was then pulled from service. The last pm on this device was done 5 months ago (on a 6 month pm schedule). Biomedical engineering's corrective action: the device will not power on using battery alone. The ac power will turn the device on. When the battery is inserted it will not beep four times but it will beep with ac. Software was updated to 39.01. Found broken zif connector and disconnected ribbon cable. The device was tested after reconnecting the cable. Same condition noted--device will not power on with battery, but will power on with ac. The system board was replaced (missing front case assembly guide post). The system board replacement solved the reported problem condition. All functions were tested and device works fine. Device returned to service.